Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the harness was loosely connected to the control board. The harness connection was re-seated, and the unit was returned to service. No report of patient involvement. No report of patient involvement.

Event description:
The hospital reported the unit alarmed '12v -10va test out-of-range', this error would have resulted in an inability to mechanically ventilate. There was no report of patient involvement.